Event description:
It was reported that the patient had redness and heat and the pump site. The patient also noted his "belly is blown up" and tender to the touch. Additional info received reported that the pt experienced constipation. A catheter dye study was performed (2009), which noted normal flow. The pump and catheter were explanted. The event was not attributed to the implanted devices. The pump contained morphine 1mg/ml. The patient outcome was reported as no injury.